Manufacturer narrative:
Investigation: the investigation was not able to confirm what the customer had experience as there were no returned samples/pictures for evaluation. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non conformance.

Event description:
It was reported that leakage occurred with a cathena 22gx1.00in straight bc. The following information was provided by the initial reporter, "user inserted cannula & noted blood leaking from the cannula as he was advancing the colored hub with the cannula off the needle. User managed to complete insertion but said blood leakage was excessive."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a cathena 22gx1.00in straight bc. The following information was provided by the initial reporter, "user inserted cannula & noted blood leaking from the cannula as he was advancing the colored hub with the cannula off the needle. User managed to complete insertion but said blood leakage was excessive."